Event description:
The user facility reported that when the tr band was inflated, it did not stay inflated and caused a hematoma under the patient's skin. Additional information was received on 31oct2024: the procedure for the patient prior to the use of the tr band was a heart catheterization. Approximately 10-14mls of air were injected into the tr band. Sheath and catheters were used during the heart catheterization procedure. The tr band lost air approximately three minutes after the initial inflation. Hemostasis was achieved by using a tr band from another lot number, the initial tr band was removed my holding manual compression and then applying the new band. They treated the hematoma with compression at the site and may have added protamine. The size of the hematoma was small since it was noted right away, there was only minor swelling. The estimated blood loss was less than 250cc. There was no noticeable damage to the device. The patient was stable.

Manufacturer narrative:
. E3: occupation: purchasing the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).